Manufacturer narrative:
No product returned with inability to perform investigation. However, due to the attached event history log (ehl), the customer experienced both a primary audible bgnd and an acu watchdog alarm.

Event description:
Information was received that during bench testing of this smiths medical medfusion 4000 pumps, the pump exhibited syringe flange not in place alarm. However, biomed was unable to duplicate reported problem. Reported that the unit was tested with 10ml and 60ml without fail. No reported adverse effects.